Event description:
It was reported that there was loss of image.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: screen went blue. Probable root cause: cables; connectors; digital board; power supply; filter / fuse; ac inlet board; main board; transition board; fiber board; intermittence between transition board and ch connector; software; scope (see rsk10356 output "visualization/image"); light source (see rsk10975 output "white light"); camera head (sensor, sensor cable); coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring); 1488 & 1588 extension cable; intermittence while using rf devices (ex: valleylab); problem toggling light source or from camera head; connected monitors; leaking; use error; poor grounding (e.g. "Finger" grounding tab connecting front and rear enclosure. Camera head connection from cable to transition board.); electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge; manufacturing/ service nonconformity. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text: 81.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.